Manufacturer narrative:
It was reported that right hip revision surgery was planned. All of the implanted devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, modular head, modular sleeve, stem, threaded hole cover and 30mm screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, modular head, modular sleeve, stem, threaded hole cover and 30mm screw. Similar complaints have been identified for the r3 liner. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The provided x-rays were reviewed, but do not offer information that will aid in the investigation or in determining a root cause of the reported seroma. To date no revision medical documentation has been received. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a planned right hip revision due to seroma of the right iliac-scallop region.